Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that air bubbles were generated in tubing during vitrectomy surgery. The surgery was completed without product replacement. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned product was visually inspected and confirmed the green connector on the manifold was confirmed to be cracked. The defect on the connector most likely resulted in customers complaint. The connectors were connected to the cassette without any interference. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The product failed in priming and generated a system message code 3466. Leakage was observed from the light green connector during priming sequence. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The cracked connector would have likely caused or contributed to the customer's reported event. The cracked connector is related to an error during the supplier's molding process. The supplier was notified of this complaint and issue. Action will not be taken based on this occurrence. The supplier has been made aware of the issue. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).